Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic partial hepatectomy procedure, the device clipped properly at first, but then the clip could not be deployed properly during use, and the deployed clip was unformed. The device was used on the hepatic artery bifurcation. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.